Manufacturer narrative:
H3: the device was received for evaluation with the tubing separated from the male luer, which was not returned. No manufacturing anomalies were identified in the lot history review. Visual inspection confirmed the separation with adequate adhesive coverage observed on the tubing. Functional testing showed the bond strength met specification, indicating no adhesive deficiency. The complaint of separation was confirmed; however, the root cause could not be determined due to the missing component.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing on the stopcock snapped. The patient experienced bleeding from the arterial line as a result of this defective product. The event occurred while in use with patient. There was no reported patient harm.